Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon "the image is not displayed." Occurred due to damage on the digital visual interface connector of the quantum board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of damaged connector was confirmed due to mishandling. The device evaluation found corrosion on the circuit board. There was also deep scratches on the window. Unit passed all functional test and leakage test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the digital visual interface (dvi) connector on the back of the high definition lcd monitor had physical damage. The issue was found during preparation for use. Inspection and testing of the returned device found that the physical damage on the dvi connector on the back of the monitor was due to mishandling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.